Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported poor imaging resolution and slda appear to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure took place on (B)(6) 2017 to treat mixed regurgitation (mr) with a grade of 3-4. There was an existing posterior prolapse (p1) and a large flail gap. Although echo visualization of the clips was poor during the procedure, two clips were successfully placed and final mr grade was 1. On a follow-up echo examination, it was observed that the clip detached from the anterior mitral leaflet and remained attached to the posterior mitral leaflet (slda). It was felt that it detached due to the large flail gap. The mr grade increased to 3. The patient remains stable. No further treatment will be performed. No additional information was provided.